Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the therapy electrode pad. The rash was red, itchy, and was not open. The patient's physician prescribed the patient an ointment to use. The patient also removed the lifevest to allow the rash to heal. Follow-up indicated that the rash had healed.